Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one disappeared into my fallopian tube") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included high cholesterol, breast cancer, weight loss, menses irregular, breast feeding, premenopause, bartholin's cyst, left lower quadrant pain, cervix inflammation, vaginal irritation, tenderness nos, vaginal discharge, redness, ulcer intestinal and sebaceous cyst. Previously administered products included for birth control: mirena iud. Concomitant products included multivitamins, plain. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("debilitating menstrual pain/ dysmenorrhea (cramping)"), migraine ("migraine"), headache ("headache") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced menorrhagia ("abnormal heavy menstrual bleeding/ menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal") and cyst rupture ("other injury(ies) or complication (s) please describe: ruptured hemorrhagic cyst"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), anxiety ("anxious"), depression ("depressed"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with atorvastatin. Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain, anxiety, depression, vaginal haemorrhage, urinary tract infection, vaginal infection, migraine, headache, dyspareunia, alopecia and cyst rupture outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, cyst rupture, depression, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she sought treatment on multiple occasions for these symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: result: negative. Ultrasound pelvis - on (B)(6) 2015: diagnoses: acute pelvic pain. Impression: uterus is nl in size and texture. Both essure are seen and in the correct place no free fluid. The endometrium is 11.31 mm. No cysts or masses are seen on either ovary or adnexal regions. Ultrasound scan vagina - on (B)(6) 2015: result: total bilateral occlusion. Diagnostic results: following the requisite time period after implantation of essure, she had a hsg test (result not reported). Concerning injuries reported in this case the following ones were described in patient medical records: pelvic pain, vaginal haemorrhage, abdominal pain. Most recent follow-up information incorporated above includes: on 11-jan-2019: plaintiff fact sheet and medical record received. Case became incident. Reporter information added. Patient demographic information updated. Other relevant history and lab data updated. Product information details updated. Event menorrhagia was clubbed. Events: abnormal bleeding vaginal, urinary tract infection, vaginal infection, migraine, headache, dyspareunia (painful sexual intercourse), hair loss, other injury(ies) or complication (s) please describe: ruptured hemorrhagic cyst, one disappeared into my fallopian tube were newly added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.